Event description:
It was reported that when inserting the catheter, the dilator was opened and its tip was found split. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed but the exact cause remains unknown. One 5 fr microez microintroducer, two introducer needles, and one scalpel were returned for evaluation.the grey sheath has not been peeled and was returned with the dilator present. The dilator was observed to be curved and slightly bent. Blood residue was visible within the device. Microscopic observation of the sheath tip revealed it to be bunched inwards with the orifice flared outwards. The deformation appears to be focused on one region of the sheath tip. Based on the damage observed, possible contributing factors include insertion technique and advancement against resistance. The product instructions for use (IFU) states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision.¿ since the sheath tip was observed to be damaged, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq2700 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when inserting the catheter, the dilator was opened and its tip was found split. No other information was provided.